Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) the pump starts to beep very loudly and then still runs, but after a while the pump stops running and the display shows "no disposable." Pump won't stop beeping until the batteries are removed. Couldn't use the cassette anymore, because the pump kept failing. Used another cassette on it and then it was good.